Event description:
While performing treatment with a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance guide wire, the tip of the guide wire fractured in the 90% stenosed, 2.5 mm diameter, distal right coronary artery (rca). Additional wires were used, and balloon angioplasty was performed while attempts were made to retrieve the tip fragment; however, the tip fragment could not be retrieved. A stent was placed distal to the lesion entrapping the tip fragment, and another was placed in the lesion in the proximal circumflex artery to complete the procedure.

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).